Event description:
On (B)(6) 2014, the layuser/ reporter contacted lifescan (lfs) alleging the meter had a cracked display. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated the alleged issue occurred on (B)(6) 2014 at an unknown time. The reporter did not state what medications the patient uses to manage his diabetes or if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated the patient developed "chest pains" on an unknown date and time. The reporter stated the patient did not have any treatment. During the time of troubleshooting the patient confirmed it was not the first use of the meter nor was there misuse of the meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for an acute complication of diabetes. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.